Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire breakage occurred. Vascular access was obtained via a radial approach. The patient's vasculature was noted to be very tortuous. A comet pressure wire was advanced and when the wire had been advanced up near the subclavian area, the wire kinked. It was replaced with another of the same comet. While still inside the guide catheter, the comet wire snapped in half. The device was removed. The procedure was aborted due to the patient's tortuous anatomy. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Returned product consisted of a ffr comet wire. The shaft was separated approximately 27.5cm from the tip to the separation. The proximal separation point was approximately 10.5cm to the seam weld. The separated portion of the device was not returned for evaluation. No other damage or irregularities were noticed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire breakage occurred. Vascular access was obtained via a radial approach. The patient's vasculature was noted to be very tortuous. A comet pressure wire was advanced and when the wire had been advanced up near the subclavian area, the wire kinked. It was replaced with another of the same comet. While still inside the guide catheter, the comet wire snapped in half. The device was removed. The procedure was aborted due to the patient's tortuous anatomy. No patient complications were reported and the patient's status is fine.